Event description:
It was reported that the workstation on the 9800 system made a popping sound and the right monitor has no image. Another system used to complete the case. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Right monitor replaced. The system was tested and found to be working as intended and placed back into service.